Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction can lead to a delay in the therapy. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the embedded sys modul board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
When this c1 was used on a patient, vertical lines appeared on the display, the color became light, and the numerical value could not be seen. The alarm sounded when ambient mode occurred, but ventilation was continued. Ventilation continued after that, but a restart occurred. The display was normal after rebooting but "preventive maintenance required condition removed" was displayed. After that, it worked normally, but about 50 minutes later, a vertical line appeared again on the display and the ambient mode alarm sounded. This time, no restart occurred and ventilation was stopped.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black but the unit continued to ventilate. No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to it could cause serious injury or death if it was to reoccur.

Event description:
When this c1 was used on a patient, vertical lines appeared on the display, the color became light, and the numerical value could not be seen. The alarm sounded when ambient mode occurred, but ventilation was continued. Ventilation continued after that, but a restart occurred. The display was normal after rebooting but "preventive maintenance required condition removed" was displayed. After that, it worked normally, but about 50 minutes later, a vertical line appeared again on the display and the ambient mode alarm sounded. This time, no restart occurred and ventilation was stopped.